Manufacturer narrative:
Per tech: cause of fatigue fracture is unknown.

Event description:
Provider alleges the front fork suddenly broke off while driving and unit kept going. The consumer tried to turn the potentiometer slower and then his finger allegedly got caught in something.

Event description:
Provider alleges the front fork suddenly broke off while driving and unit kept going. The consumer tried to turn the potentiometer slower and then his finger allegedly got caught in something.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.